Event description:
It was reported to medtronic neurosurgery that leakage was confirmed around the reservoir by priming.

Manufacturer narrative:
The valve was not patent and did not meet the requirements for leak testing due to a tear in the bottom of the delta chamber. It is unk how or when this damage occurred. This damage precluded siphon, reflux, pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg showed no anomalies. All of the valves are 100% tested at the time of manufacture. No impact to the pt was reported.